Event description:
It was reported that the bd alaris¿ secondary set leaked saline from below the drip chamber where the line had snapped off. The following information was provided by the initial reporter: "rn assessed the secondary IV set (out of the plastic package) before spiking the IV bag and didn't find anything unusual. But, fluid (normal saline) started to leak out as soon as priming started. It leaked out of the line from below the secondary line- drip chamber and snapped off from that area".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 02-dec-2022. Investigation summary: a complaint of the set breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint of damage was not confirmed. The set had separated below the drip chamber. No damage was observed to the drip chamber or the tubing. Traces of solvent could not be seen on the tubing. Separation was confirmed as the defect. A device history record review for model 11448964 lot number 22069579 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 27jun2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this separation is a lack of solvent at the connection site of the drip chamber and the tubing. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set leaked saline from below the drip chamber where the line had snapped off. The following information was provided by the initial reporter: "rn assessed the secondary IV set (out of the plastic package) before spiking the IV bag and didn't find anything unusual. But, fluid (normal saline) started to leak out as soon as priming started. It leaked out of the line from below the secondary line- drip chamber and snapped off from that area".